Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the blue rubber of the cannula seal broke and a piece fell inside the patient. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the user observed a blue grain inside the patient's cavity through the vision side cart (vsc) touchscreen when the monopolar curved scissors instrument was about to be inserted into the 3rd port placed on the patient's body. The piece, measuring approximately 0.5mm in diameter was retrieved. Following this, the universal side manipulator (usm) arm 3 was undocked. Inspection identified that the blue rubber part of the cannula seal was broken. After matching the retrieved piece with the cannula seal, the surgeon determined that the entire broken piece was retrieved and nothing remained inside the patient's body. The user continued the procedure with no further issue. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer. An x-ray was performed and confirmed that no fragment was left inside the patient. A post-operative test was not required.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the cannula seal involved with this complaint and completed the device evaluation. Inspection identified damage on the silicone part of the cannula seal. The damaged area was measured approximately 0.34" x 0.10" and was matched with the returned broken piece. The entire broken piece was confirmed returned.

Event description:
Refer to h10/h11 for follow-up information.